Event description:
It was reported that the ventilator would not complete post or go into operational mode, had a constant audible alarm, would not turn off, the settings would not change, and the display was flashing when the ventilator was being set-up for pt. The pt was not connected to the ventilator when the reported problem occurred. The pt was placed on another ventilator. No reported harm to the pt. It was also reported that the ventilator just had preventative maintenance from an independent field service center prior to the reported event.